Event description:
It was reported "during rounding with biomed, it was reported that they have been having issues with approximately 3-4 pc units not turning on or the screen not coming on". Per report, the device was being used on a patient; however, the device would not power on. There was patient involvement but no harm. A different pcu was used.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that they have been having issues with approximately 3-4 pc units not turning on or the screen not coming on was confirmed and reproduced during testing. The suspect pcu did not power on, even after pressing the ¿system on¿ button approximately 10 times. It was found that the ¿system on" key had a malfunction. The suspect pcu keypad assembly was temporarily replaced with a known good dchu pcu keypad assembly for testing purposes only. The pcu was powered on without malfunctions. Preventative maintenance (pm) testing was performed on the suspect pcu s/n: (B)(6). The asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as 25 june 2025; time was not reported. Review of the suspect pcu error log showed no errors were recorded on the reported event date or related to the reported event. On (B)(6) 2025 at 2:00 am the suspect pcu logs were downloaded using an external control. There were no records of infusions performed on the reported event date. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the keypad assembly as well as the lcd/display harness, as they were damaged during laboratory tests, this may be charged to dchu. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue involving approximately 3-4 pc units that either fail to power on or the screen not coming on is being attributed to a malfunctioning ¿system on¿ key in the keypad assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.